Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the diagonal branch. A 2.25 x 8 synergy¿ drug-eluting stent was advanced to treat the lesion. However, when the device was crossing a previously implanted stent in the proximal diagonal branch, resistance was encountered from the proximal struts of the previously implanted stent. The device was removed and the stent was noted to have slightly crushed sections at the distal end. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was stable.